Event description:
It was reported that the patient underwent a posterior lateral fusion at l4-s1. Sometime post-op, it was found on radiographs that the pedicle screw was fractured. No plans have been made to perform a revision surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device did not return for evaluation, however, films were supplied for review which found: l4-l5-s1 posteriolateral fusion for isthmic spondylolisthesis at l5-s1. Left s1 screw appears broken, no l5/s1 anterior column support and s1 screws appear same caliber as l4 and l5.